Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of hemorrhage is listed in the electronic proglide instructions for use (IFU), as a potential adverse event associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, and the relationship to the product, if any, cannot be determined. A definitive cause could not be determined as a specific failure mode is unknown. Based on the information reported through the research article, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This study compared complication occurrences after placement of proglide devices using the pre-close technique, with a collagen-based closure device in large bore holes relative to transcatheter aortic valve replacements (tavrs), endovascular aneurysm repairs (evars), and thoracic endovascular aortic repairs (tevars). Unspecified device failures and bleeding complications requiring blood transfusions, surgical revision, and the requirement of an additional closure device related to the proglide devices were reported. Overall, the study concluded that the cohort treated with proglide devices had a significantly higher rate of milder complications, which did not require any therapy and did not affect the patient's prognosis. The collagen-based vessel closure device cohort had a numerically higher, but statistically non-significant rate or complications requiring more extensive therapies. Specific patient information is documented as unknown. Details are listed in the attached article, titled "comparison of percutaneous closure systems for large bore vascular access sites in endovascular procedures"

Manufacturer narrative:
B3: date of procedures will be estimated as (B)(6)2016 as the span of the procedures included in this study is (B)(6)2016 to (B)(6)2021. D4: the UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: comparison of percutaneous closure systems for large bore vascular access sites in endovascular procedures